Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reports the monitor froze and the display went blank. They monitor restarted but failed to boot. The patient was transported to the hospital due to being in close proximity. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reports the monitor froze and the display went blank. They monitor restarted but failed to boot. The patient was transported to the hospital due to being in close proximity. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips authorized repair bench technician evaluated the device and was unable to duplicate the issue. A philips clinician reviewed the event file. At et (elapsed time) 00:00:01, it was seen that pads were applied, the device was in monitor mode, and the lead source was pads. At et 00:00:04, the event file showed pads off. The patient maintained pulse and spo2 measurements within normal limits throughout the case. There was no evidence of device restart during the case. At et 00:12:16, the device was turned off. No evidence of the device powering off/restarting was found from the event file review. Once the electrode pads were removed from the patient, no ECG was captured as the pads were selected as the ECG source. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.